Manufacturer narrative:
Upon investigation of the lift, the hill-rom technician found the lift strap showed evidence that it has previously been twisted inside the lift mast. The strap shows the point of break at approximately 18-22 inch from the sling bar. The sling bar was also missing its plastic latches. The sling that was used was manufactured by invacare, size xl and is blue. The golvo service manual states in the "periodic inspection" section: lift strap: using the hand control, lower the strap to it¿s maximum extension. Inspect the belt for frayed edges, heavy wrinkles or wear through areas. Verify that lift strap joint is secure on strap. Slide plastic cover off the lift strap joint and visually inspect that the lift strap safety pin is seated secure in the middle recess of the q-link. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It appears the lift was serviced by the account on (B)(6) 2015. The account replaced the lift strap set to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the customer stating the lift strap ripped while lifting a (B)(6) patient from the wheelchair to the bed. The patient sustained 3 minor skin tears. No other patient injuries were noted after x-rays and examination. The lift was located in room 812 at the account. This report was filed in our complaint handling system as complaint (B)(4).